Event description:
On (B)(6) 2012, the consumer reported that he used the bandages and the product caused his finger to be infected. He stated he made 2 trips to the doctor and received a large dose of antibiotic and would like wal-mart to help him with his expenses.

Manufacturer narrative:
.